Manufacturer narrative:
It was reported that the patient has a tight knee after they were non-compliant after their primary surgery. Revision surgery is planned to remove scar tissue and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a tight knee after they were non-compliant after their primary surgery. Revision surgery is planned to remove scar tissue and exchange the poly inserts.